Event description:
Clinical study. Same case as 6000089-2006-02419. It was reported that 475 days after a coronary drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st). Lesion 1 was a 2.5mm, 80% stenosed, 14mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. Lesion 2 was 2.5mm, 90% 15mm long portion of the right posterior descending (r-pda) artery. The physician treated the lesion with predilation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 475 days after the initial procedure, the patient experienced a st. The physician performed angioplasty with resolution of the patient symptoms. The patient was discharged the next day.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met it's specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.